Event description:
It was reported that the patient had fatigue and discomfort due to the programmed pacing requiring a system upgrade. It was also reported that the right atrial (ra) lead had variable thresholds and high impedance due to a possible lead fracture. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).